Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other patient events referenced in the article are filed under separate medwatch report number.

Event description:
This is filed for patient deaths. It was reported through a research article, identifying the mitraclip clip delivery system, that may be related to the following: death, recurrent mitral regurgitation, hematoma, right ventricle tear, additional intervention (intra-aortic balloon pump, heart transplant, surgical intervention, second mitraclip procedure) and re-hospitalization. Details are listed in the attached article, titled optimal results immediately after mitraclip therapy or surgical edge-to-edge repair for functional mitral regurgitation: are they really stable at 4 years?

Manufacturer narrative:
The devices were not returned for analysis. The lot history record reviews could not be performed as the part numbers and lot numbers are unknown. The reported patient effects of death (cardiac death) is listed in the mitraclip ntr/xtr system instructions for use as known possible complication with mitraclip procedures. Based on available information, a cause for the reported deaths (cardiac death) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Attachment: article title: optimal results immediately after mitraclip therapy or surgical edge-to-edge repair for functional mitral regurgitation: are they really stable at 4 years?